Manufacturer narrative:
H6: investigation summary three photos received by our quality team for investigation. Upon visual evaluation, three syringes are displayed and signs of silicone could be observed in the fluid path. A device history review was performed for the reported lot 2271357 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2271357 and found to be within specification. Testing was performed on the samples, results verified amount of silicone was with the required limits. The excess of silicone noticed by customer may be due to a bad distribution of the material inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that the bd luer-lok¿ 20-ml syringe foreign matter was noticed in the plunger. The following information was provided by the initial reporter, translated from portuguese to english: when attaching the needle to the syringe, the presence of a gelatinous substance (similar to vaseline) was noticed on the syringe plunger, as shown in the images below.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ 20-ml syringe foreign matter was noticed in the plunger. The following information was provided by the initial reporter, translated from portuguese to english: when attaching the needle to the syringe, the presence of a gelatinous substance (similar to vaseline) was noticed on the syringe plunger, as shown in the images below.